Event description:
It was reported that a symptomatic patient presented in clinic for normal follow up. The patient experienced muscle/nerve stimulation due to their cardiac resynchronization therapy defibrillator being in backup vvi mode. A device download was performed successfully and the device was restored to its original settings. The patient no longer experienced any stimulation, nor was he symptomatic to pacemaker syndrome.